Event description:
It was reported that the surgeon decided to remove a t. Hip that was done in 2008 due to severe pain. He removed all the implants. The cup was loose. The cup did have 3 screws in it which I could not recover, 16mmx2 and 25mmx1. A biomet temporary prostalac hip temporary space was inserted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.